Manufacturer narrative:
Device 2 of 3. Initial reporter info: (B)(6). Based on the available information, this event is deemed to be a reportable malfunction. Batch record review: lot 2d00560 was manufactured on 07/apr/2022, in doyen b line, with a total of (B)(4). Market units. The complaint investigator performed a batch record review on 30/may/2023, to verify if all the applicable procedures were followed and no issues were found; all the components for assembly were correct per bill of materials (bom) and all the tooling information documented was also correct, system application product (sap) material ID (B)(4) and manufacturing order (B)(4). The batch record review supports that there were no discrepancies related to the issue reported. Photograph, video and/or physical sample evaluation: photos related to the reported problem are available for evaluation. Conclusion summary of the related event: investigation conclusion the purpose of this investigation was to identify the potential causes for the complaints reported for the malfunction code - foreign matter within product, sterile products (e.g. Metal contamination in dressings, particulates within fluids, gels etc) and foreign matter (e.g. Hairs, insects) within primary pack (sterile products), in products manufactured on manufacturing lines listed in attachment#1, as well as the corresponding corrective and preventive actions required to prevent issue re occurrence. As part of the preliminary investigation for the nonconformance, the impact was determined as major since the failure was a quality attribute detected by existing detection methods and product effectiveness could have an adverse impact. The risk level based on the individual risk acceptability criteria and risk evaluation above is moderate, meaning that risks are broadly accepted but further risk control measures shall be considered if they are feasible and will reduce the risk further. The complaints as described have been reviewed and does not represent a threat to public safety. In addition, as per work instruction (wi), the severity reported for those cases is high. For these reasons, a corrective and preventive actions (CAPA) plan will be generated. After brainstorming and ishikawa, potential root cause to the failure mode was identified. Corrective and preventive actions will be taken for each of the causes identify for problem solution. Root cause(s): method: ¿ dirty carts to transport materials ¿ dirty trays solution: create cleaning process of trays and cars used to managed materials in cleaning room during the manufacturing process. Method: ¿ mixers with residues from previous mixtures solution: include new cleaning process in the clean schedule. Manpower: ¿ inadequate transfer of materials. Solution: retrain warehouse and manufacturing personnel in the correct materials transfer from warehouse to the cleaning room per standard operating procedure (sop). Manpower: ¿ inadequate electrocuting lamp maintenance solution: retrain the personnel involved in the correct verification of the electrocuting lamp per work instruction (wi). A corrective and preventive actions (CAPA) plan will be generated to track the implementation of these actions and measure the effectiveness in the product and the process. The investigation associated with related event record has been approved and is complete. No additional action is required, and this complaint will be closed. This issue will be monitored through the post market product monitoring review process. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 1049092 manufacturing site: 9618003.

Event description:
It was reported by distributor that there was foreign matter found on dressing. The product was not used by the patient. The photographs depicting the issue were received from the complainant.